Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with our gauze dressing. The customer stated that they have been experiencing 2" x 2" gauze dressings that are fraying and coming off into the wounds of their patients.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.